Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test for two lots performed on unknown dates. This MFR. Report addresses lot number 0000962456. The customer reported false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown dates with a fingerstick whole blood sample. Confirmation testing (unknown platform) was performed with a new sample from a blood draw and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test for two lots performed on unknown dates. This MFR. Report addresses lot number 0000962456. The customer reported false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown dates with a fingerstick whole blood sample. Confirmation testing (unknown platform) was performed with a new sample from a blood draw and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. Additional information: e1 - city, e1 - postal code. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000962456 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000962456, device part number 10732998 / lot 952951. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000962456 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962456, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.